Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the internal c-arm interconnect cable. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when the c-arm is rotated, the image disappears. No pt injury was reported.